Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the revision surgery the surgeon noticed some black spots on the conductor link inside the silicone about 2-3mm from the floating mass transducer. The device was still functioning but the surgeon decided to exchange it.

Event description:
During the revision surgery the surgeon noticed some black spots on the conductor link inside the silicone about 2-3mm from the floating mass transducer. The device was still functioning but the surgeon decided to exchange it. The reason for revision surgery was the fmt loss of coupling.

Manufacturer narrative:
Conclusion: device investigation only found damage on the conductive link between fmt and implant demodulator, as it appears typical for having been caused during some surgery. The reported discoloration of the conductor link could not be confirmed. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the round window, which occurred as consequence of a post-operative fmt migration. This is a final report.